Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) had blood in the safety plate. They stopped using the machine immediately. There was no harm reported.

Manufacturer narrative:
Updated data: e1(name).

Manufacturer narrative:
Additional information: tel - (B)(6). It was reported that cs100 intra-aortic balloon pump (iabp) with blood in the safety tray occurred. Getinge field service engineer (fse) found the hospital reported that blood in the safety tray occurred, and no personal injury occurred. The machine has been discontinued despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. Patient involved.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations: (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) blood in the safety plate occurred. There was no harm reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10 it was reported that during use the cs100 intra-aortic balloon pump (iabp) with blood in the safety tray occurred and automatic inflation was faulty. Getinge field service engineer (fse) inspected the unit in april 2024 and confirmed the cs100 automatic inflation was found to be faulty, and after inspection, it was suspected that there was a problem with the drive valve group. Fse after going to the site in june 2024 to communicate with the hospital's equipment department and department, the hospital decided not to repair this machine. The machine has been discontinued. There was a patient involvement but no harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.